Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited increased thresholds and loss of capture due to patient's condition. Patient has many health problems and is very ill and cannot tolerate repositioning procedure. The device is in monitor and therapy mode and the pacing rate has been turned down to let the intrinsic rate come through, a temporary pacemaker is being used for back-up.